Event description:
It was reported that, "ceramic head fragmented into multiple pieces and destroyed the trunnion of the femoral stem."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.